Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams monarc subfascial hammock to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder problems and bowel problems," "urinary problems and vaginal scarring/shrinkage," mental pain, physical pain, permanent disability, and other severe adverse health consequences. The plaintiff's attorney also alleged that the plaintiff suffered "harm including removal of the pelvic mesh products on (B)(6) 2011."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.